Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device had damaged seal, upon opening of the package they found a white residue in it. Another device was opened to complete the procedure. No patient injury has been noted.